Manufacturer narrative:
The previously implanted stent was a drug eluting stent. The previously deployed stent was not deformed even after interaction with the stent that needed to be crushed up against the artery wall. Also the previously deployed stent did not appear deformed angiographically. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a resolute onyx drug eluting stent to treat a lesion in the patient's ostium cx artery which had 90% lesion stenosis, no tortuosity and no calcification. No abnormalities were noted in relation to the anatomy. No damage was noted to the packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent dislodged during delivery to/at the lesion. Unsuccessful snare attempts were made. The stent was not removed and being that the interventional wire position was lost, the stent had to be crushed up against the artery wall of the cx with a high pressure balloon. It was noted that the stent caught on one of the struts of a medtronic stent (pli 20) that was placed prior to the attempt of this deployment in the left main into the circumflex. Patient status is alive with no injury.